Event description:
Indication: common variable immunodeficiency, unspecified. Pt reports pump (serial number and expiration date not specified) is not working and no medication comes out when she starts it pt had to manually push infusion at one point. Pt did not return her old pump and was able to use that for her infusions. (Unknown why pt has an "old pump" on hand.) No missed doses or adverse event(s) reported due to product issue. Order in process to replace pump and a box is being sent for pt to return device associated with event. No further information. Reported to (B)(6) by pt/caregiver.